Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected possible loss of right ventricular (rv) capture. A boston scientific technical services (ts) consultant reviewed the electrograms (egms) and observed small deflections that could possibly represent ventricular capture, but could not confirm. Ts also observed noise on the rv rate/sense channel that resulted in pacing inhibition. Ts inquired whether there was any lead testing done and recommended the patient return to the clinic to assess for ventricular capture and determine the cause of the noise and pacing inhibition. Additional information was provided that the patient would be brought in for further testing. Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.